Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for during a follow-up in-clinic. The patient's right ventricular(rv) lead had exhibited high impedance and a gradual increase since 2016. Rv lead fracture was suspected. The rv lead was capped and replaced on (B)(6) 2019. The patient was stable.